Event description:
It was reported by customer that introducer not sliding into patient as expected, difficulty with introducer. Additional information received 1/30/2024: it was reported by the customer the sheath on the introducer is catching on the skin upon insertion and peeling back. User had to open another kit to access patient. No adverse event or harm reported. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.